Event description:
It is reported that the pt underwent aspiration.

Manufacturer narrative:
Evaluation summary: the aerobic/anaerobic cultures came back negative. Post-operative x-ray reports of the tha are provided and indicate well fixed prostheses at the time of implantation. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and adherence to rehabilitation are unknown. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.